Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced large air bubbles at the end of the tubing and had high blood glucose. Blood glucose value is unknown. It was stated that the customer has had to disconnect at the quick release and remove the air bubbles manually two or three times a day. The issue occurred using different infusion sets and reservoirs. It was stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. They did not have a tubing clamp to test for insulin leaks. It was advised to change the entire set, monitor and call if problem persists. Product will not be replaced or returned for analysis.